Event description:
Pt underwent a left total hip arthroplasty in 2001. Pt had fallen twice 2 weeks prior to event date. Pt was pushing a wheelchair and when pt stood up pt felt a crunch in their hip. X-rays were taken and they revealed "some eccentric positioning of the head within the acetabulum". In 2002 a revision of the left total hip was performed. Gross failure of the polyethylene was found. (The ant lip was fractured). The cup was without damage.